Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "at 9:00 a.m. On (B)(6) 2024, when patient underwent central venous catheterization through peripheral vein, the catheter was found to be damaged, and the catheter was immediately replaced with a new one, without causing harm to the patient." No other information was provided.